Event description:
Patient was being bathed. Patient was lying on their left side down. The top side rail was up, but the bottom rail was down. Back was to nurse. Patient slipped out of bed, legs first. Patient did not hit head. Patient's right arm was caught in the top side rail and patient sustained minor skin tear on right elbow. Assessment revealed no further injury.